Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used in a biliary duct drainage procedure performed on (B)(6), 2015. According to the complainant, during the procedure, the suture detached and the stent was unable to be deployed. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". Note: this event has been deemed a reportable event based on the investigation results; stent kinked and guide catheter broke.

Manufacturer narrative:
(B)(4). The flexima biliary stent was returned for analysis with a guidewire loaded through the device. A visual evaluation was performed and found that the suture was attached, holding the stent as intended and the suture hole in the push catheter was normal. The stent was bent in several locations. The guide catheter was broken into 3 pieces. The distal section of the detached guide catheter was loaded in the push catheter, and two proximal pieces were loaded on the guidewire. The exposed guide catheter was kinked and stretched in several locations. The guide catheter was enwrapped over the guidewire from stretching and it could not be separated from guidewire. The push catheter was bent in several locations and was buckled. A functional evaluation for stent deployment was not performed due to the returned condition of the device. Given the event description and condition of the returned device,it is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in stent and catheters. With the catheters and stent bound by kinks and bends, the device would fail to deploy the stent. Force to deploy the stent could cause stretching of the guide catheter, ultimately breaking it. Therefore, 'operational context' is selected as the cause for failure modes identified during the product analysis. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.